Event description:
Customer reported the image on the monitor disappears and the x-ray tube is arcing. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare.